Manufacturer narrative:
(B)(4).

Event description:
It was reported that a frozen screen occurred. It was determined that the frozen screen was related to the mobile application. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The patient's smart device operating system was not supported, which dexcom considers off-label use. No injury or medical intervention was reported.